Event description:
During an initial implant procedure, the stylet was unable to be advanced through the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable.